Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse felt resistance on the master tool manipulator (mtm) right on both arms 3 and 4 with multiple instruments. There were no errors to suggest an issue, but the issue was observed by multiple surgeons. Fse replaced the mtm2 to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The reported failure was unable to be reproduced nor could it be confirmed as having occurred. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed passed. No repairs are required to address the reported problem. The complaint regarding ongoing issue with universal surgical manipulator (usm) 4 was confirmed based on the field evaluation, which indicates that the device did contribute to the customer reported issue. This complaint is being reported based on the following conclusion: a usm was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 arms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted general inguinal hernia surgical procedure, the customer reported an ongoing issue with universal surgical manipulator (usm) 4. The customer stated that usm 4 felt stiff and did not move smoothly. Technical service engineer (tse) reviewed logs and found no associated faults in the logs. Tse recommended hard cycling the patient side cart (psc) when possible. The customer was currently working with arms 2, 3, and 4 and stated that they may adjust to arms 1, 2, and 3. The customer stated that they would hard cycle after the case. The customer called back after adjusting usm's and performing a system hard cycle and stated that stiffness was still present. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure only used 3 arms from the start. The procedure was completed using 3 arms. No arms were disabled during the procedure. The procedure was completed with 3 arms. The malfunction was with the physician console¿s right hand, not the bedside robot. No patient demographics available.